Event description:
Patient reported that portion of infusion set came off body, while adhesive of infusion set stayed on. This problem occurred with three infusion sets from the same box. Patient's blood did elevate (a little) on one occasion (patient is a brittle diabetic). No treatment was received for elevated glucose.